Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming no disposable, clamp tubing. Per reporter, the patient was instructed to stop and restart the pump, but the pump continued to alarm. Patient clamped the tubing, unlocked the cassette and checked for air in the line. Air was present so the tubing was massaged, and cassette was tapped. The cassette was reattached, tubing unclamped and pump restarted but it continued to alarm. Patient was then redirected to their doctor. Rate 0.3 ml. Volume 37.4 ml. Given 13.10 ml. This event occurred at the hospital and was operated by a health professional. No patient harm/adverse event reported.